Event description:
The device was used during a thoracoscopic lung resection. Reportedly, after firing the staples did not form properly. Another device was used to finish the procedure. No pt injury was reported.